Event description:
The pt developed a pressure ulcer over the pump site from an arm splint. The healthcare professional noted that it was an avoidable complication caused by the second device being applied inappropriately in the nursing home. The pt symptoms were reported to be "edema/seroma/hematoma", infection, and "inflammatory mass." The pump and catheter were explanted. The pt recovered without sequela.

Manufacturer narrative:
Other: for inflammatory mass not of spinal origin. Final device analysis of the pump revealed no anomaly found - normal device function.